Event description:
It was reported that the 9800 system gave the indication, it was making x-rays after the foot-switch was released. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ffb and x-ray controller boards and hard drive were replaced. The strap on the high voltage tank was replaced and the voltage was adjusted. The software was re-installed during the service call. The system was tested and found to be working as intended and put back into service.